Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow up noise, oversensing resulting in pacing inhibition and asystole was noted on the right ventricular (rv) lead. A lead fracture was suspected, thus this lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.